Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet, with a blood glucose of 307 mg/dl and feelings of delirium; the user suspected an infusion site issue and performed a full supply change, after which insulin delivery was resumed and blood glucose was 269 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or a specific component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.